Manufacturer narrative:
(B)(4) date sent: 8/8/2016. Batch # unk additional information was requested and the following was obtained: what was the procedure? Thoracotomy rul. Was a thermal injury noted during the procedure? Was there any treatment administrated during the procedure? Which bronchus was injured? Was the harmonic the only energy device used in the procedure? How did the surgeon identify a thermal injury on the bronchus inter-operative or post-operative? How was it identified and how was it treated? What heat management techniques were utilized? How long post-operative were the injury discovered? What were the additional complicates that lead to the patient¿s death? Why does the surgeon believe that the harmonic device caused the thermal injury? There were no issues reported intra-operatively in regards to device performance. Used harmonic with inactive blade towards airway. After the case was told he took two pa branches of rul with ah. Approximately 5mm vessels, they sealed and did not bleed. On those two small pa branches, would you have stapled? Yes in vats, but would have tied in a thoracotomy the event log submitted from the gen11 serial number (B)(4) was examined to aid in complaint investigation. The logged entries for each sequence indicated that nothing unusual was noted in any of the sequences that would indicate any issues with instrument, hand piece, or generator.

Event description:
It was reported that during a thoracotomy "soth rul" procedure, the device was used for lymph node dissection and vessel sealing with no incident reported throughout the case. Case completed with initial device. The patient suffered a thermal injury to the bronchus. Complications from this injury lead to death.